Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Correction updated to include device analysis.

Event description:
It was reported that due to recurring incontinence caused by cuff atrophy at current cuff site, the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a cuff, pump and balloon were implanted. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence caused by cuff atrophy at current cuff site, the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of a cuff, pump and balloon were implanted. Should additional information be received a supplemental report will be filed.